Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a maximum blood glucose of 312 mg/dl and levels remaining above target for most of the day; the user attributed contributing stress and requested assistance with replacing a teflon inset, after which a guided supply change was completed and insulin delivery resumed, with prior site and components appearing normal. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed no device alarms and no observable issues with the infusion set, tubing, luer connector, or cartridge at the time of the call, and the cause of the hyperglycemia remained unclear. It was concluded that the event involved hyperglycemia of unclear cause with successful restoration of therapy after supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.